Event description:
This information was previously reported in manufacturer report # 3004209178-2013-23639. Additional review determined it was a separate event and related to another patient. [Additional information reported that two weeks prior the patient was at the hcp office. The patient was taken to ¿where the cameras were and tried finding the catheter.¿ ¿they took pictures.¿ it looked like the catheter had kinked and moved over towards the center of the patient¿s back. ¿so they couldn't.¿ the pump was ¿shut¿ down. The patient was in ¿terrible pain¿ and was ¿very sick.¿ they planned to put the patient in the hospital and determine if the catheter had moved into the spinal cord region. Patient indicated they were to ¿get me in the hospital and get it operated on.¿ the patient wanted to go into the hospital. The patient had been calling the hcp but was "getting the run around." The pump was delivering dilaudid and ¿varicaine", a numbing agent for the patient¿s back so they can ¿keep moving." The dose was set for six or seven. The patient had a ¿bolus machine¿ where they can give themselves a bolus shot when they start to get to where they can't walk." ]

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).